Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient was experiencing a skin irritation and was not wearing the lifevest. The rash was from his armpits to his hips. There was no alleged device malfunction contributing to the irritation. Patient was given an ointment by a nurse. Follow up indicated that the skin is better.